Event description:
It was reported that stent expansion failure occurred. The target location was located in the iliac artery. An 8x80x75 epic stent was advanced for treatment. However, post procedure, it was noted that the stent was not deployed well because it was hard to see in the fluoroscopy. The procedure was completed with this device. There were no patient complications reported. It was further reported that the target lesion had a reference vessel diameter of 10-12mm, and was 70% stenosed, severely tortuous, and severely calcified. The stent did not encounter difficulty deploying and was fully expanded upon deployment; however, the stent was undersized and did not fully cover the lesion. No additional intervention was performed.

Manufacturer narrative:
H6 - device codes: changed from "activation failure including expansion failures" to 'defective device" as the stent did not fully cover the lesion.

Event description:
It was reported that stent expansion failure occurred. The target location was located in the iliac artery. An 8x80x75 epic stent was advanced for treatment. However, post procedure, it was noted that the stent was not deployed well because it was hard to see in the fluoroscopy. The procedure was completed with this device. There were no patient complications reported.